Event description:
It was reported that "rusch pediatric foley 3170003060 6fr, was being used for a vcug procedure when the tech injected the contrast media the catheter had a hole about 2 inches from the outer connection, it caused difficulty injecting the contrast, the radiologist declined to change it and presumably obtained the images needed. The catheter was inadvertently thrown out".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "rusch pediatric foley 3170003060 6fr, was being used for a vcug procedure when the tech injected the contrast media the catheter had a hole about 2 inches from the outer connection, it caused difficulty injecting the contrast, the radiologist declined to change it and presumably obtained the images needed. The catheter was inadvertently thrown out".